Event description:
It was reported that the paramedics helped the patient with hypoglycemia. The patient's blood glucose levels reached 26 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include loss of consciousness and shortness of breath. In addition the patient reports having a seizure. The patient was treated with glucose shots. The patient did was taken to the hospital as they had not regained consciousness. Once in the hospital the patients pod was taken off. The patient had an magnetic resonance imaging (MRI) administered. The patient was treated with insulin. The pod will not be returned as it has been discarded. The patient reports since this event their doctor had made changes on their personal diabetes manager (pdm).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.